Event description:
It was reported they were unable to interrogate the patient¿s pump. The pump hadn¿t been read in 4 years. The patient had not been using the pump but they were replacing the pump the day of the report. The reporter stated they were unable to read or get any information on the catheter. It was reviewed that the pump battery was likely dead which would result in the inability to read the pump. It was further reported that the patient¿s pump had not been managed in the entire 4 years she was a patient with the hcp. The old pump was replaced and the new pump was filled with morphine 1mg/ml, 1 mg/day daily dose. The managing physician and surgeon were made aware that there was no catheter information, so they did not prime the system. The pump was set at simple continuous 1mg/day. The patient had not been receiving meds from the pump in at least 4 years so there were no symptoms of withdrawal. The reporter had no information regarding the patient¿s therapy post op, the reporter had not heard from the managing hcp or the patient to make the reporter believe there was anything wrong with the therapy. No patient symptoms or patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8703w, lot# j0039970r, implanted: (B)(6) 2000, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).